Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with pre-op and post-op diagnoses : lumbar stenosis at l3-4 and l4-5, lumbar spondylolisthesis, prior laminectomy at l4-5, lumbar spondylosis and degenerative disc disease l3-4, l4-5. The patient underwent the following procedures: decompressive lumbar laminectomy l3 through l5 including bilateral medical facetectomies with proximal foraminotomies and decompression of bilateral nerve roots, transforaminal lumbar interbody fusion at l4-5 employing peek spacer, autograft local bone and bmp, posterolateral arthrodesis of the transverse precesses from l4 through l5 bilaterally employing autograft, local bone, and bmp, posterior segmental instrumentation from l3 through l5, extensive foraminotomy with decompression of the left l4 nerve root within the neural foramen, use of intra-operative fluoroscopy. The following implants were used in the surgery: zimmer bullet nosed peek spacer, vista p, which was filled with bmp2 sponge and some autograft local bone. Zimmer dynesis posterior instrumentation system. Per-op: incision was made, subperiosteal dissection was performed along the spinous processes of the inferior aspect of l2, l3 and l5, retractors were applied to maintain the muscular retraction at level, laminectomy was performed from l3 down through l5, scar tissues were identified, thecal sac was decompressed, the pars of l4 as well as l4-5 facet on the left were removed, l4 nerve root was completely decompressed, radical discectomy was performed, bmp2 sponge as well as autograft local bone were packed anterior into the disk space and to the right of the midline. This was followed by a 10mm high peek spacer provided by zimmer which was impacted into the interspace across the midline. Retractors were repositioned and pedicle screws were placed initially on the left l3 through l5 followed by on the right l3 through l5, spacers were undersized between l4 and l5, spacers were placed under distraction between l3 and l4and then cords and spacers were placed bilaterally from l3 through l5, cords were locked into the position, decortication was performed of the l4 through the l5 transverse processes bilaterally. More autograft local bone which had been collected from the laminectomy as well as bone morphogenic protein 2 sponges were placed x2 in each gutter. A total of large bmp2 kit was employed to fuse the l4 to l5 levels, both inter-body as well as posterolaterally bilaterally. No patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.